Event description:
On (B)(6) 2011, pt underwent a radiologic intervention to place a right nephrostomy tube. During the transition from mandril to 0.035 guidewire, the floppy portion of the distal mandril fractured off and remained in the right renal pelvic adjacent to the calculus. The wire could not be removed during a right percutaneous nephrolithotripsy. The broken wire was found to be outside of the kidney on (B)(6) 2011 and the pt was discharged.